Event description:
Customer's husband reported that the customer passed away approximately seven weeks prior to the call. Caller reported that the customer couldn't breathe, went to the hospital, and passed away the same day. Caller stated that the cause of death was unknown, but the customer was wearing the insulin pump at the time of death. The last blood glucose level recorded by the insulin pump was 200 mg/dl. No further information was provided.

Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Pump received with cracked reservoir tube lip and scratched lcd window. Pump received without the original battery. Data analysis: the download history file begins with (B)(6) 2007 a21 alarm, followed by nine a47 alarms, an a17 alarm and then an a21 alarm. Daily totals details from 01/01/07 through (B)(6) 2007 listed the daily total insulin = 0.00 u. There is no data listed for the dated of (B)(6) 2014. Although, the pump was received with a depleted battery, it appears that the pump reset to factory default. Pump then was monitored for 24 hours with no unexpected a17, a21 or a47 alarms noted. Unit had a47 alarm in alarm history screen due to corrupted history files.

Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump received with cracked reservoir tube lip and scratched lcd window. Insulin pump received without the original battery. Data analysis the download history file begins with (B)(6) 2007 unexpected restart alarm, followed by nine software alarms, an external ram crc error alarm and then an unexpected restart alarm. Daily totals details from (B)(6) 2007 through (B)(6) 2007 listed the daily total insulin = 0.00 u. There is no data listed for the dated of (B)(6) 2014. The insulin pump was received without the original battery and was reset to factory default. Insulin pump then was monitored for 24 hours with no unexpected restart, external ram crc error or software alarms noted. Insulin pump had software alarm in alarm history screen due to corrupted history files. Insulin pump passed the delivery volume accuracy test at 97.04 percent.